Event description:
It was reported that metal shavings were seen in the surgical site and thought to be coming from the blade shaver.

Manufacturer narrative:
It was reported that the surgeon identified metal shavings in the surgical site and felt it was coming from the blade shaver. The site was then irrigated. The blade shaver is a component in a custom arthroscopy pack. The component is mfg by smith and nephew. Several attempts were made to gather details from the facility pertaining to the incident but no response was received. We have no info indicating any serious injury resulted. The sample was not returned for eval. We have no photos. We have not received any reports of a similar nature for this component. The issue has not been confirmed and a root cause has not been determined. We contacted the MFR of the component to notify them of the incident. Due to the reported incident, this medwatch is being filed.